Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd ultra-fine¿ii short needle insulin syringe was cracked and broken. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned one 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 7156927. Customer states that the barrel is broken. The returned syringe was examined and exhibited cracks in the barrel running from the 0-16 and the 22-38 unit markings. A review of the device history record was completed for batch# 7156927. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: 1. Defect could have occurred at the prep dial of the metro assembly machine. 2. Infeed dial at barrel printers. 3. Loss of back pressure at infeed rail also at form fill & seal. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location.